Event description:
It was reported to resmed that at out of box, an astral device displayed an error message (sf147) related to the main blower and error message (sf185) related to the outlet flow sensor. There was no patient involvement reported.

Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Performance testing could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to operator error during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The main circuit board was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower and error message (sf185) related to the outlet flow sensor. There was no patient involvement reported.